Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported tia, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. Additionally, low flow alarms were confirmed via analysis of the submitted log files and the account believed the alarms to be secondary to hypertension. A specific cause for the reported hypertension could not be determined. The submitted controller event log files contained data from 18feb2020 and 04mar2020. The log files captured 105 low flow controller fault flags on 18feb2020 when calculated flow dropped as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 15 lasted at least 10 seconds to trigger a low flow hazard alarm. Low flow values were also captured in a lvad periodic log file as well as the lvad log files. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists stroke, hemolysis, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient admitted on (B)(6) 2020 with a suspected of having a transient ischemic attack (tia) - likely ischemic embolic stroke in setting of subtherapeutic inr. Patient experienced acute onset right hand and facial numbness in setting of subtherapeutic inr. Patient was continued on asa and coumadin with inr goal now 2-3. Lactate dehydrogenase (ldh) trends were elevated upwards of 681 u/l with normal plasma hemoglobin. Ldh gradually decreased back to baseline without any power or flow elevations during interrogation later that same day. Patient underwent ramp transthoracic echocardiogram (tte) at bedside noting no change in degree of mitral regurgitation or aortic regurgitation with increased speed to 5500 and 5700 rpms (albeit lvedd decreased to 48 with leftward septal bowing). Speed was left at 5300 rpm. Patient discharged to home and labs are monitored as an outpatient.